Event description:
Customer reported, "masimo technology on panda is taking long to pick up and often gives intermittent readings with newborn babies needing spo2. Max sensitivity saved in configuration of panda to always start up on max." The exact number of babies is not known. No known impact or consequence to patient.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation, the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. In addition, a masimo cable was returned and evaluated. During evaluation, the cable passed all visual and functional testing. The cable was determined to be functioning as designed.